Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude which resulted in undersensing. Subsequently, a revision procedure was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported low amplitude and undersensing.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude which resulted in undersensing. Subsequently, a revision procedure was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned.